Event description:
Patient developed a sinus related infection 7 years after implantation of the dental implant fx4310mlc in tooth location #3. Implant was removed on (B)(6) 2015 due to bone condition. The site was grafted with mineross and will be re-implanted with another dental implant.

Manufacturer narrative:
.